Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor screen went blank and was making a high-pitched screeching sound. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (blank screen/high pitched screeching noise) has been confirmed. As received, the monitor was resetting. The cause of the constant resets is an intermittent connection at the digital signal processor (u500). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.